Event description:
It was reported that the pump had indicated "0 ml remaining" despite being full. The infusion had been started with 115 ml at a continuous rate of 2.5 ml/hr for 46 hours, with the pump displaying 0 ml remaining despite visible volume still present in the bag. The cassette volume had not matched the pump display, and no attempt had been made to withdraw the remaining medication. The air detector had been off, the upstream sensor had been on, the tubing had been primed by gravity using a needle, and the pump had not been used for primin. The event occurred while in use with a patient, and the patient had been medically affected by not receiving the full dose of fluorouracil.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. Customer reported the pump had indicated "0 ml remaining" despite being full. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.